Event description:
A customer reported to a company representative that four patients had been diagnosed with endophthalmitis after undergoing pars plana vitrectomy combined with cataract procedures. This report represents the second of the four patients being reported. A completed questionnaire was received from the facility. The questionnaire indicated that postoperatively the patient was given intravitreal injections of antibiotics on (B)(6) 2015. The surgeon indicated that she feels the vitrectomy machine may have caused/contributed to this event.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
Additional information the alcon clinical analyst reviewed the provided information and stated the following: "a customer reported that four patients had been diagnosed with endophthalmitis after undergoing pars plana vitrectomy (ppv) combined with cataract procedures. This report represents the second of the four patients being reported. A completed questionnaire was received from the facility. The patient was a (B)(6) female. The health history includes retinal detachment and past cataract surgery. The duration of surgery was two hours. This was the second case of the day and was a ppv only. The patient was not hospitalized. The right eye was cultured and pseudomonas aeruginosa was found. The questionnaire noted the cannulas and handpieces are flushed with 20cc of water. The phaco handpiece directions for use (dfu) recommends 120cc of water through both the irrigation and aspiration paths. The questionnaire noted they re-use single use devices five (5) times. The re-use of a single use device is considered abnormal use. The facility used a statim 5000 sterilizer at 136 centigrade degrees, 224psi, for 5 minutes of steam sterilization and 1 minute of drying. The sterilizer settings are within the recommendations of the phaco handpiece directions for use (dfu). The questionnaire indicated that postoperatively the patient was given intravitreal injections of antibiotics. The eye was eviscerated. The surgeon indicated that she feels the vitrectomy machine may have caused/contributed to this event. The handpiece directions of use (dfu) specifically indicate that the handpiece must be thoroughly cleaned and sterilized before initial use and immediately after and prior to each subsequent use. The proper cleaning and sterilization of ophthalmic surgical instruments can help prevent the occurrence of endophthalmitis. There are multiple factors that could contribute to the occurrence of endophthalmitis. A patient's ocular flora or microorganisms that have colonized the surface structures (eyelids and conjunctiva) are the usual cause of infection, therefore isolating eyelids and eyelashes from the surgical field is crucial. The most common cultured microorganisms are gram-positive coagulase negative cocci (70%) with staphylococcus epidermis (s.epidermis) the most prevalent. Deoxyribonucleic acid (dna) analyses of s.epidermis strongly suggest that it is likely that commensal bacterial contaminating the anterior chamber at the time of surgery are responsible for most cases of endophthalmitis. Pseudomonas infection is caused by strains of bacteria found widely in the environment; the most common type causing infections in humans is called pseudomonas aeruginosa. Serious pseudomonas infections usually occur in people in the hospital and/or with weakened immune systems. Patients in hospitals, with wounds from surgery or from burns are potentially at risk for serious, life-threatening infections. In hospitals, where the most serious infections occur, pseudomonas can be spread on the hands of healthcare workers or by equipment that gets contaminated and is not properly cleaned. According to the european society of cataract and refractive surgeons (escrs) and other reputable ophthalmic organizations, the most accepted practice to prevent is the topical use of povidone iodine 5% in the conjunctival sac before surgery. Antibiotics used days before surgery has been shown to decrease the bacterial load at the time of surgery. Povidone-iodine solution has broad antibiotic activity and has been shown to significantly decrease conjunctival and perilimbal flora. Meticulous prepping and draping of the patient before surgery are important as well, to isolate the eyelids and lashes from the surgical field. Finally, attempts should be made to decrease any postoperative patient risk factors, such as immunosuppression or systemic disorders that may affect the wound healing and the ability of the eye to ward off any inoculums of bacteria during cataract surgery. Intraoperative risk factors may be associated with an increased incidence of postoperative endophthalmitis. These include inadequate disinfection of the eyelid or conjunctiva, vitreous loss, or unplanned/unapparent ocular penetration. The system is a closed system. It is operated with a sterile single use consumable cassette which is designed to isolate the patient fluid path from the console itself. Any reusable surgical instrumentation (phaco handpiece) that would come into contact with the patient would be autoclaved by the user prior to surgery, per standard industry practices and the product directions for use (dfu). The phaco handpiece is a reusable device that must be reprocessed per the product dfu. There is no evidence that the design or performance of the system caused or contributed to this reported event of endophthalmitis." Without additional information, related to this reported event, a root cause cannot be conclusively determined. Based on qa assessment, the product met specifications at the time of release. The manufacturer internal reference number is: (B)(4).